Event description:
Patient was intubated for low oxygen saturation. The balloon on the end of the et failed to stay inflated during bagging causing the patient to lose oxygen and prevent the forceful inflation of the patient's lungs with pressure and volume. The et tube was immediately exchanged over a bougie in a controlled environment.